Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported via phone call to have received a button error alarm after numbers began to ramp up during bolus delivery, customer's blood glucose was 114 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.